Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir's display had flashing lines when the dose was set. The humapen memoir was associated with product complaint (B)(4) / lot 0903c04. Upon inspection of the device when it was returned on (B)(4) 2012, the device was found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was approximately one year. The device was returned on (B)(4) 2012. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported that their humapen memoir device showed flashing lines in the display when the dose was set. The investigation of the returned device (batch 0903c04, manufactured march 2009) found extra/dim dose segments in both the ones' and tens' columns in the dose digits of the display. The root cause was determined to be ingress by an unknown liquid, causing residue and corrosion in several locations in the device. The reportable malfunction additional dose segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user manual instructs that if the dose in the display appears to be different than the amount dialed, do not use the pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in (B)(4) beginning with batch (B)(4) to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.